Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a dreamstation 2 device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.